Manufacturer narrative:
Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was back flow of blood in a clearlink continu-flo solution set. There was a blood backup past the back check valve. The customer was unsure when the backflow was first noted. The patient was being infused with saline and iron medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that blood had back flowed past the check valve. The check valve was noted to be assembled in the correct orientation. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.